Manufacturer narrative:
Service engineer inspected the table and found the casters were worn so the caster brake locks on 3 of the 4 casters would not lock properly. As stated in the hana owner's manual (nw0508 rev. Y), page 7: warning: before and after each use, inspect the table, components, and accessories for possible damage, excessive wear, or non-functioning parts. Carefully inspect all critical accessible areas, joints, and all moving parts for possible damage or non-function. Damaged or defective parts should not be used or processed. If a proper pre-inspection was completed by hospital before use of the hana table, the pre-inspection would have identified that the casters were not locking properly on 3 of the 4 casters. The patient falling between the beds most likely could have been avoided with a pre-inspection of the table. The casters were replaced an the table returned to service.

Event description:
It was reported when the patient was being transferred from the bed to the hana table the patient fell between the two beds. The or staff said the hana table while in the break poison "(sic)" the hana table moved. The patient was held for observation. And in their findings, the patient was not injured.

Event description:
It was reported when the patient was being transferred from the bed to the hana table the patient fell between the two beds. The operating room staff said the hana table while in the break poison "(sic)" the hana table moved. The patient was held for observation. And in their findings, the patient was not injured.